Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("excessive cramping"), allergy to metals ("symptoms of nickel allergy") with skin rashes, migraine ("migraines") and alopecia ("hair loss"). The patient was treated with to remove essure on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, allergy to metals, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and glucose tolerance impaired ("pre type 2 diabetes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, dysfunctional uterine bleeding, bloating, mastalgia and irritability. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("excessive cramping/excessive cramping"), migraine ("migraines"), menorrhagia ("menorrhagia"), headache ("headaches"), abdominal distension ("bloating;/abdominal inflammation") and adenomyosis ("uterine endometriosis"). In 2015, the patient experienced alopecia ("hair loss"), glucose tolerance impaired (seriousness criterion medically significant), fatigue ("fatigue/extreme exhaustion") and amnesia ("neurological conditions or problems type: memory loss,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("symptoms of nickel allergy/allergic") with rash, mood swings ("mood swings"), depression ("depression"), hypersensitivity ("hypersensitivity") and feeling abnormal ("brain fog") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, menorrhagia, glucose tolerance impaired, fatigue, weight increased and abdominal distension had resolved and the dyspareunia, arthralgia, allergy to metals, migraine, alopecia, mood swings, depression, hypersensitivity, headache, feeling abnormal, adenomyosis, blood cholesterol increased and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, amnesia, arthralgia, blood cholesterol increased, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, glucose tolerance impaired, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure device was in place.; in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-nov-2018: new pfs received- new events added: neurological conditions or problems type: memory loss was added.outcome of events pre diabetes, abnormal bleeding ( vaginal, menorrhagia), pain, abdominal pain, abdominal pain lower bloating, abdominal inflammation, weight gain, dysmenorrhea, fatigue from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and type 2 diabetes mellitus ("pre type 2 diabetes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, dysfunctional uterine bleeding, bloating, mastalgia and irritability. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("excessive cramping/excessive cramping"), allergy to metals ("symptoms of nickel allergy/allergic") with rash, migraine ("migraines"), alopecia ("hair loss"), menorrhagia ("menorrhagia"), mood swings ("mood swings"), depression ("depression"), type 2 diabetes mellitus (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("fatigue/extreme exhaustion"), weight increased ("weight gain"), abdominal distension ("bloating;/abdominal inflammation"), adenomyosis ("uterine endometriosis") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, allergy to metals, migraine, alopecia, menorrhagia, mood swings, depression, type 2 diabetes mellitus, hypersensitivity, headache, feeling abnormal, fatigue, weight increased, abdominal distension, adenomyosis and blood cholesterol increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, arthralgia, blood cholesterol increased, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, type 2 diabetes mellitus, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, mood swings, depression; pre type 2 diabetes, rash, headaches, brain fog, fatigue, weight gain, bloating, abdominal inflammation, extreme exhaustion, excessive cramping, adenomyosis (uterine endometriosis), high cholesterol were added. Concomitant condition , lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.